Event description:
This implanted device was reported by the patient via an implant identification card to be a competitor's device. As the device was not able to be interrogated by the competitor's programmer, the device was thought to be at end of service. At the time of the replacement procedure and upon opening the pocket, the device was noted to be a biotronik device and not the competitive device originally reported. A full interrogation of the device demonstrated normal function and life expectancy. The device was then re-implanted into the pocket. No complaints against the device. The patient is doing well.